Event description:
The customer reported to carefusion that a patient in the intensive care unit (ICU) acquired a pulmonary infection with pseudomonas aeruginosa. This patient was one of a total of 3 patients to acquire a pseudomonas aeruginosa infection at the hospital.  During investigation into the infections, the customer discovered all had used saline vials, part# 5261.  The customer has both lot numbers tk110001 and tk110002 in stock at their facility.  It is unknown which lot number was used on the patient.  Lot number tk110001 was in use on the ICU floor, and the customer feels this lot number is more suspect than tk11002.

Manufacturer narrative:
(B)(4). Other - samples received are not representative of actual involved product. Product samples were visually inspected and no issues were observed. Results of investigation: based on a review of the manufacturing batch records, associated batch release testing, and supporting production control records such as the applicable validation and qualification programs (i.e. Aseptic / sterile fill process qualifications, cip/sip qualifications, clean room certifications); there is no evidence to conclude that product 5261, airlife modudose 0.9% sodium chloride solution, usp, batch numbers tk11001 and tk11002 entailed microbial contamination (i.e. Specifically pseudomonas aeruginosa).